Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following the tubing placement the patient experienced abdominal pain, a paralytic ileus, and the hospitalization was prolonged. The patient underwent an abdominal CT scan which revealed a pneumoperitoneum. It was reported that the patient was treated with intravenous erythromycin, metronidazole, and ceftriaxone for the pneumoperitoneum. On 14 nov 2023, the patient was administered enemas and the abdominal pain improved. On 17 nov 2023, the patient experienced nausea and abdominal pain. On 19 nov 2023, it was reported that the patient's abdominal pain improved, and the patient is awaiting a thoraco-abdominal CT scan and a gastroscopy. On 27 nov 2023, it was reported that the patient was still admitted, and the abdominal pain had improved. The physician started duodopa therapy, and a gastroscopy was not performed due to the improved condition. On an unknown date, the patient was discharged due to improvement in the condition.